Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, clogged forceps/instrument channel and suction channel, dented distal end cover/forceps elevator, adhesive on bending section cover or distal sheath cracked, and stain on the suction cylinder. The faulty parts were replaced and device return to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had stent in the forceps/instrument channel. The event occurred during an unknown therapeutic procedure. It was reported that the scope was manually cleaned and sent to the olympus service center for evaluation and repair; however, upon inspection of the returned scope, blood was found coming out of the channel. There was no patient harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to due to incorrect user handling of the device during the procedure. The event can be prevented by following the instructions for use (IFU) which state: operation manual: 4.1 insertion: ¿air/water feeding and suction: suction: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids.¿ if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.